Manufacturer narrative:
Insulin pump alarmed an a33 during basic occlusion test. Insulin pump unable to prime during the a33 alarm test due to loose and protruded drive support disk. Insulin pump passed displacement test. Insulin pump unable to perform occlusion and excessive no delivery alarm test due to loose and protruded drive support disk. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, scratched case, minor scratches on display window and scratched reservoir window noted during visual inspection. All buttons function properly. However moisture damage was noted on keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump keypad was unresponsive to user inputs and that the drive support cap was loose. Customer had been hospitalized for high blood glucose levels but reporter declined providing further information. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that lead to the issue or if the device was dropped. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.